Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unknown device issue occurred with four proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment. However, the returned condition of the device indicates the knot was pulled through the vessel. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the knot was not created and the suture pulled out of the artery with the first proglide device. The second proglide device was deployed and the lever was closed. When attempting to remove the device the knot did not advance completely and hemostasis was not achieved. Two additional proglide devices were used to achieve hemostasis. The previously reported third and fourth proglide devices reportedly did not have device failures. These two proglide devices were successfully used to achieve hemostasis. No additional information was provided.